Manufacturer narrative:
Date sent to the FDA: 07/08/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 08/27/2020.

Manufacturer narrative:
Date sent to the FDA: 06/25/2020. Additional information: a2, b7, d1, d3, d4, g1, g2. Corrected information: g1. Additional b5 narrative: it was reported that the patient experienced pain following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2018 during which the surgeon noted there was adhesion of the omentum to the previously placed mesh. The adhesions were taken down. Additionally, the mesh had migrated such that it was going into the previous hernia defect. No additional information is provided.